Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer changed out the pump supplies and was not experiencing an occlusion at the time of the report. Customer also reported the pump data was missing information. Blood glucose was 160 mg/dl. Customer reverted to using insulin pens for insulin therapy.